Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "upstream occlusion doesn't clear" was not able to be replicated due to a reload set alarm that occurred. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: upstream occlusion doesn't clear. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.